Event description:
User facility reported a uterine perforation was seen on hysteroscopy following an attempted novasure (ns) ablation. "Some surgi-seal was applied" to the site and the procedure aborted. During follow-up with the physician in 2008, she reported the patient was discharged following the attempted ns procedure and that the patient has been seen on follow-up and is doing fine. Additionally, she reported a dilatation and curettage (d&c) and sounding, with a metal sound (not a hologic device), were done prior to the attempted ablation. It is not known if the perforation occurred during the d&c, sounding, or attempted ablation and it is not known what instrument may have caused this perforation.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as lot and serial numbers were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between and reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.